Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this right atrial (ra) lead sought medical attention due to syncope. A system interrogation confirmed noise and out of range, pace impedance measurements; the patient was reported as pacer dependent. The associated right ventricular lead was a non boston scientific product with measurement greater than 2000 ohms; ra values were observed as less than 200 ohms. Both products were implanted on an unknown date in 2008. Ra insulation damage was suspected; however x-ray imaging failed to show any product anomalies. During the revision, this ra lead was connected to the new device and to date, remains implanted and in service.